Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an inaccurate erratic issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011 at 2 pm. She reportedly obtained results of "358, 100 and 51 mg/dl" on the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient stated that she manages her diabetes with insulin (self-adjuster) and did not take any action due to the product issue. At 2:20 pm, the patient claimed that she felt shaky, after the product issue began. In response to her symptom, she confirmed that at an unspecified time on the same day, she self treated by administering less insulin (10u instead of 18u) than usual. There was no other device available at the time of concern. During the initial call with cca, the patient described using correct unexpired strips, an adequate sample site, correct unit of measure set in the meter and was using an appropriate testing technique. While troubleshooting with the cca, the quality control test was not performed. Replacements products were sent. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.